Event description:
Caller states patient received result of 401 mg/dl on the inform system and 119 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported that sealing could not be done during a laparoscopic sigmoidectomy. Another device was used to complete the procedure. No further info is available from the site.